Manufacturer narrative:
Date of event is estimated. Additional information has been requested and has not been received. (B)(6).

Event description:
It was reported that the patient underwent an ipg replacement for an unknown reason on (B)(6) 2026 wherein the ipg was explanted and replaced.